Manufacturer narrative:
(B)(4). The peritonitis occurred on an unreported date, ¿approximately ten days before¿.the reported product is an unknown baxter cassette. (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The peritonitis was manifested by abdominal pain. The cause of the peritonitis was unknown. It was reported that the patient had not worn gloves during treatment but had used disinfectants to "self hygiene" in addition they had worn a mask during treatment. It was not reported if the patient was hospitalized for the event. On an unreported date (approximately ten days before the event), the patient was treated with intravenous sefazol (dose and frequency not reported) for ten days due to peritonitis. Treatment with sefazol was ongoing. At the time of this report the patient outcome was not reported and dianeal and extraneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the peritonitis was a use error/a breach in aseptic technique; further described as lack of hand hygiene during peritoneal dialysis (pd) therapy (previously reported as cause unknown). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.